Manufacturer narrative:
(B)(6). Concomitant medical products: unknown vanguard knee femoral cat#: unk, lot#: unk. Unknown vanguard knee bearing cat#: unk, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00625, 0001825034-2018-00625, 0001825034-2018-00625. Remains implanted.

Event description:
It was reported that patient the patient suffered a pulmonary embolism 12 weeks after initial knee arthroplasty.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The event will be reported on 0001825034-2018-00594.